Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. The cause of the peritonitis event was not determined. The culture resulted positive for myroides which can be found in water and soil suggesting a breach in aseptic technique. The patient additionally was re-cultured one week later and was found to be culture positive for mrsa. Staph aureus colonizes on the skin and nares of humans, additionally suggesting some type of breach in aseptic technique. Based on the available information and no documentation or evidence of a malfunction or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event at this time. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a patient had peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was initially seen in the pd clinic on (B)(6) 2022 with complaints of cloudy pd effluent and abdominal pain. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefepime 1g daily for 21 days. The culture resulted positive for gram-negative rods, myroides (species unknown). The cause of the peritonitis was not determined. A repeat culture obtained on (B)(6) 2022 resulted positive for methicillin-resistant staphylococcus aureus (mrsa). The patient¿s antibiotics were changed at this time to ip vancomycin 2g (frequency unknown) and ip rocephin (dose, and frequency unknown). The patient was expected to complete the antibiotic regimen on (B)(6) 2022. The pdrn stated the cause of the mrsa peritonitis could not be confirmed. The patient does not recall any breach in aseptic technique.